Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (dark screen/will not respond) was confirmed. The cause for the charger/modem not powering up was a defective power brick. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger was not working properly. He reported that the screen was dark and would not respond when he touched it. The patient was issued a replacement battery charger/modem.